Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged bending section (a-rubber) and curved pipe could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. Additionally, the root cause of the observed unclear indication on rotating ring issue could not be determined, as the device was returned without repair. The event may be detected/prevented by following the instructions for use section below: operation manual, chapter 3 preparation and inspection section 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the uretero-reno videoscope bending section cover was chipped, separated, and leaked water. The issue was found during a therapeutic procedure. The device was returned for evaluation. During the device evaluation, the bending section and bending section cover were found to be broken. There were no reports of patient harm. The procedure was completed using the same set of equipment. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer complaint, and also found due to a pinhole on channel tube water tightness was lost. The control unit, scope cover, switch box, video connector case, video connector, video cable, universal cord, insertion tube rotation ring, forceps elevator, angulation lever, grip, image guide protector, light guide connector, and connecting tube were scratched. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage, angulation lever did not move smoothly. Due to deformation, angulation lever did not move smoothly. Due to damage on the channel tube, forceps and channel cleaning brush could not be inserted smoothly. Due to a chip on the objective lens, the image had a partial dark area. The video connector case was discolored and cracked. The video connector was cracked. The light guide connector was discolored. The video cable and universal cord were wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.